Manufacturer narrative:
The event of hyphema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported during the post op visit, a hyphema was noted and the anterior chamber was washed out. The device was removed the following day. The affected location is unknown.